Manufacturer narrative:
Evaluation summary post market vigilance (pmv) led an evaluation of one device. The device was broken at the end of the shaft, the gold shaft was completely separated from the device and the clevis was broken. A functional evaluation found that the articulation collar and grooved knob cause actuation in the device as was evident by movement of inner components within the device shaft. Engineering was able to replicate the observed condition of the returned device by subjected a sample device. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the reported condition may occur when the instrument is subjected to an improper or excessive force during the articulation of the fingers that could break the clevis, rod and tube components. The root cause of the observed damage was found to be due to the device not being used as intended which caused or contributed to the reported condition. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic nephrectomy, the retractor connection part broke, which linked fan-shaped part at the device tip of the shaft. It was reported the broken fragments scattered into the abdominal cavity and they were collected. However, it was unknown whether all pieces were collected. The surgeon requested to confirm whether there was any remaining in the patient abdominal cavity as soon as possible. The surgical time was extended by more than 30 minutes.